Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. A correction bolus was delivered to address bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.